Event description:
It was reported that the patient had difficulty charging the ipg. Database analysis was taken and showed high impedances. It was also reported that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had difficulty charging the ipg. Database analysis was taken and showed high impedances. It was also reported that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.